Manufacturer narrative:
Additional classification code: ktt. A manufacturing investigation analysis (mia) was performed for the subject device (2.7mm ti cortex screw slf-tpng with t8 stardrive recess 22mm, part number 402.222, lot number unknown). The subject device was returned to the manufacturer with the complaint condition stating: the head portion of two screws has been returned not in the original packaging together with the portions of the screw part number 402.822. According to the complaint description there was a post-operative breakage DHR review: no DHR review possible because the lot number is unknown (parts are not etched as per technical drawing) the identification confirmed that the parts corresponds to the family of articles 402.2xx as reported in the complaint system. Product inspection: the returned head portions of two screws were re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. Considering that the revision level of the products is unknown (no lot number at disposal), the returned items have been re-inspected using the current drawings. The screws core diameter and the thread features were re-inspected and found conforming to specification.. The visual inspection identified some post production damage on the thread of the head portions. The screws are broken in the area of the thread sb2.7x0.6: no evidence of nonconformance manufacturing related identified. The material certificate can¿t be verified because the raw material lot number is unknown. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. Disposition: mia is disposed as confirmed due to evidence that parts are broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 2x locksc unknown; 1x 402.880 cortscrew.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age. Dob & weight not provided by reporter. Date of event: unknown. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) used for: the screw broke postoperatively requiring removal surgery. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a post-operative breakage of the screws implanted on (B)(6) 2016 (artrodesis metatarsofalangica). The surgery from (B)(6) 2017 was only scheduled for extraction of the broken screws. This complaint involves 3 parts. Concomitant device: 1x unk plate. This report is 3 of 3 for (B)(4).